Event description:
Customer reports obtaining discrepant blood glucose results of 65, 83, 148 and 362 mg/dl back to back within 10 minutes while using the compact system. Hypoglycemic symptom of shaking was reported. Customer reported self-treating with food, however, no other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.